Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent an ablation procedure. During this procedure, electrocautery mode was enabled and the device was programmed to dual chamber pacing, no chamber sensing, and no response to sensing (doo); however, there was still pacing inhibition. Technical services (ts) discussed this could be expected if there is too much current at the tip of the lead. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.